Event description:
Customer stated one sample with no previous history was tested reported as group o rh positive. Tube testing to confirm blood type resulted as group o rh negative. Repeat testing with same lot of gel cards resulted as negative. Gel cards were inspected prior to testing; no defects were observed.

Manufacturer narrative:
Customer repeated testing with the same lot of cards. Satisfactory results were observed. Batch record review was performed. Satisfactory results were observed. (B)(4).